Event description:
Irrigation solution warmer, with slush/warmer disc drape was being used on a surgical case. When the case was complete, fluid was noted under the drape. The reservoir was dried and the same drape was reapplied, again fluid was dripping from under the drape. No hole could be seen in the drape. No known harm to the patient at this time.